Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. A trauma was reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Additionally it is reported that the electrode had not been completely inserted at initial implantation. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance with the device was affected after a head trauma occurred.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Additionally it is reported that the electrode had not been completely inserted at initial implantation. Re-implantation is being considered.

Event description:
Device malfunction. A trauma was reported. Re-implantation is considered.